Manufacturer narrative:
3003721894-2016-00051 is associated with (B)(4); polident denture adhesive cream polident denture adhesive cream is marketed as super poligrip cream in us.

Event description:
Suspect drug swallow [accidental device ingestion]; sexual hypofunction [hyposexuality]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number xg9a, expiry date december 2017) for denture failure. Co-suspect products included double salt denture cleanser (polident denture cleanser) tablet for denture wearer. Concurrent medical conditions included denture wearer and denture failure. On an unknown date, the patient started polident denture adhesive cream and polident denture cleanser. On an unknown date, an unknown time after starting polident denture adhesive cream and polident denture cleanser, the patient experienced accidental device ingestion (serious criteria (B)(4) medically significant) and hyposexuality. On an unknown date, the outcome of the accidental device ingestion and hyposexuality were unknown. It was unknown if the reporter considered the accidental device ingestion and hyposexuality to be related to polident denture adhesive cream and polident denture cleanser. This report is made by (B)(4) without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient had full denture. He used polident denture adhesive cream for denture loose for about half of a year ago. He felt the drug had good effect. He used the drug once in the morning and the operation according to product instruction. And he would eat foods after gargled using cold water. At night, he removed the denture and used polident denture cleanser to soaking the full denture. The consumer found there was no polident denture adhesive cream when he removing the dentures so he suspected that he might swallow the adhesive cream. Also he felt he had sexual hypofunction. He also stated that he took unspecified hypnotics drugs at ordinary times. He consulted a dentist but the dentist didn't know polident denture adhesive cream so the dentist suggested him not to use the product. Follow up details was received on 04 july 2016. The action taken of the suspect product polident denture adhesive cream was no change and its start date was 2015. The co-suspect medication was unspecified hypnotics drugs and its action taken was unknown. The patient had not consulted a physician regarding the hyposexuality and no action was taken for it.

Manufacturer narrative:
3003721894-2016-00051 is associated with argus case (B)(4); polident denture adhesive cream.polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Suspect drug swallow [accidental device ingestion]. Sexual hypofunction [hyposexuality]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date december 2017) for denture failure. Co-suspect products included double salt denture cleanser (polident denture cleanser) tablet for denture wearer. Concurrent medical conditions included denture wearer and denture failure. On an unknown date, the patient started polident denture adhesive cream and polident denture cleanser. On an unknown date, an unknown time after starting polident denture adhesive cream and polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and hyposexuality. On an unknown date, the outcome of the accidental device ingestion and hyposexuality were unknown. It was unknown if the reporter considered the accidental device ingestion and hyposexuality to be related to polident denture adhesive cream and polident denture cleanser. Additional details: the patient had full denture. He used polident denture adhesive cream for denture loose for about half of a year ago. He felt the drug had good effect. He used the drug once in the morning and the operation according to product instruction. And he would eat foods after gargled using cold water. At night, he removed the denture and used polident denture cleanser to soaking the full denture. The consumer found there was no polident denture adhesive cream when he removing the dentures so he suspected that he might swallow the adhesive cream. Also he felt he had sexual hypofunction. He also stated that he took unspecified hypnotics drugs at ordinary times. He consulted a dentist but the dentist didn't know polident denture adhesive cream so the dentist suggested him not to use the product.